Manufacturer narrative:
Additional information received by smiths medical on (B)(6) 2020 that the product did not failed while in use with a patient. Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found with battery cover chipped. Event history log review was performed and found evidence of reported problem. Visual inspection and user mode testing were performed. The reported "power issues" problem was duplicated. According to the investigation, at power up the pump alarmed with "service due" displayed. This indicates that the rtc backup battery is past it's five years? Service life and is due for replacement. The investigation reported that the rtc battery will be replaced. The problem source of the reported problem is unknown.

Event description:
Information received indicating that a smiths medical cadd legacy pump had power issues. No adverse effects reported.